Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: a review of the black box revealed the time/date defaulted to factory settings on (B)(6) 2015 at 03:58. During evaluation, the time/date was found to be set incorrectly to (B)(6) 2015 at 16:05 when the pump was powered on. The total daily dose history revealed two records for (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap and cartridge cap were not returned; therefore, test caps were used to complete testing. The pump was exercised for 24 hours; after 24 hours, the battery was removed for 6 hours. Testing confirmed when the battery was reinserted after 6 hours without power, the time and date reset to default setting. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump¿s cover was removed; evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The battery compartment was also found to be cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the time and date defaulted to factory settings. The patient reportedly experienced a blood glucose (bg) measurement of 594mg/dl. It was noted that the basal settings were adjusted on the pump. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy. The pump was returned and investigated by product analysis on 08/15/2015.